Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer and corrected data. New information and corrected data was added to: b3, b5, d10, and g2. G3 on initial MDR - MFR report 8010047-2021-13166 should be 20sep2021 and not 19sep2021.

Event description:
The customer provided additional information: the diagnostic procedure was an ultrasound-targeted lymph node puncture, not lumbar puncture.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the "no endoscopic image" error was confirmed and found to be due to a defect in the internal board of cv-190. A replacement of the defective part was recommended. It was also surmised that the damage was due to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
The referenced video processor was returned to the regional repair center (B)(4) for evaluation. The reported "no endoscopic picture" was confirmed to be due to a defective board set. Additionally, the inspection found a corroded base plate, corroded front panel, moisture damage to the front, the external housing top cover has an indentation and has moisture damage, the memory battery is outdated and a software update to the latest version is recommended. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that the evis exera iii video system center reportedly had "no endoscopic image available" during an ultrasound-targeted lumbar puncture for diagnostics. As no other endobronchial ultrasound device worked either, the anesthetic examination was cancelled and a new appointment was made with the patient". The patient was under general anesthesia and there was no serious deterioration of the patient's health condition. The follow up procedure was immediately performed successfully once a loaner unit was installed. The video processor was returned for service.